Event description:
It was reported to boston scientific corp that during a colic biopsy procedure that the physician experienced difficulties passing the radial jaw 4 biopsy forceps inside the working channel of the endoscope. During withdrawal, they felt a resistance and noticed that a jaw was missing at the distal end of the forceps. No device fell off inside the pt. The jaw detached inside the working channel of the endoscope, consequently damaging the working channel.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. DHR review performed and no deviations were found related to the event reported. No similar complaint reported for the lot was found. Review of directions for use (dfu) indicates: "...endoscopy should be performed only by persons having adequate experience and training...". "...the packaging and the device should be inspected prior to use. Do not use the device if the product or packaging is damaged...". "...if the device fails to operate properly in any way or shows any sign of damage, do not use it...". "...maintaining the forceps in a closed position, slowly withdraw the forceps through the endoscope...". "...if for any reason the biopsy jaws fail to close properly or completely, do not try to withdraw a partially open forceps through a scope. Pull the forceps back to the channel opening and then withdraw the scope and forceps together..". "...caution: application of excessive force to the forceps may damage the device. The forceps should be held with the index finger and middle finger comfortably resting on the spool ledge and the thumb in the loop. When other methods of operation are used, such as pushing on the thumb loop with the palm of one's hand, excessive force may damage the jaws...". An investigation was performed with the available information; the subject device has been disposed. A device evaluation could not be performed; therefore, the cause of the reported event is undetermined.